Manufacturer narrative:
The device was not received as of this date. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The device was not been previously returned for service. The database showed quality notification was opened for the device without correlation to the reported complaint. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per swi 1501-006-000 and 1501-070-000. This file was closed because the device was not received within 55 days of opening the file.

Event description:
(B)(4).

Manufacturer narrative:
The device was not received as of this date. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The device was not been previously returned for service. The database showed quality notification was opened for the device without correlation to the reported complaint. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per (B)(4). This file was closed because the device was not received within 55 days of opening the file.

Event description:
(B)(4).